Event description:
A customer observed imprecise troponin I results on multiple pt samples on the vitros eci system pt results were reported. Biased results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.